Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mast roller pump (mrp). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 control panel mrp did not work properly during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen to solve the problem. A subsequent test run did not identify any further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation ((B)(4)) has been opened to investigate this type of issue and determine a root cause and any necessary corrective actions.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 control panel mrp 150/85 did not work properly during a procedure. There was no report of patient injury.